Event description:
Family member of home pt reports incomplete prime of pt line of homechoice sets. Family member reports home pt was unable to reprime the line and had to reset up with new supplies to complete treatment, with each occurrence. No pt injury or medical intervention required per family member of home pt.